Manufacturer narrative:
Results: fowler.

Event description:
It was reported by service report that the gas cylinder was leaking and the fowler was drifting and unable to support patient weight. No patient involvement or adverse consequences are reported.